Event description:
Surgeon performed endocervical curettage and the cervix was dilated to 8mm. Then he attempted to get the novasure in through the cervical os. Cervix dilated to 9mm and it still would not introduce. The surgeon examined the device and felt that it may have been slightly wider than normal. Another novasure (same lot) was obtained and it went into the cervical os canal without any difficulty. The cavity length and width assessments were performed. The cavity integrity was confirmed and endometrial ablation performed without incident.they wanted the device for analysis. Possible user error.